Event description:
The patient reported that two of her v-go 40's fell off her abdomen after approximately 12 to 15 hours. The first one fell off about a week ago and the second one fell off two days ago, during the night while she was sleeping. Patient threw both v-go's away.